Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the peroneal artery using an indigo system cat3 aspiration catheter (cat3). During the procedure, after removing the clot from the target vessel using a cat3 and a non-penumbra sheath , the physician removed the cat3 to take an angiogram. Upon removal, it was noticed that the cat3 was almost cut in half. The procedure was completed by administering tissue plasminogen activator (tpa) for a second night due to suboptimal results. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was lost. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the peroneal artery using an indigo system cat3 aspiration catheter (cat3). During the procedure, after removing the clot from the target vessel using a cat3 and a non-penumbra sheath, the physician removed the cat3 to take an angiogram. Upon removal, it was noticed that the cat3 was almost cut in half. The procedure was completed by administering tissue plasminogen activator (tpa) for a second night due to suboptimal results. There was no report of an adverse effect to the patient.